Event description:
Customer reported pump malfunction, identified as malfunction code malf 3, with no preceding notable events. Pump did not cause customer's blood glucose level to exceed 500 mg/dl, and level remained unaffected. Technical support arranged to replace the pump, while customer opted to continue using the current pump without interest in an out-of-warranty loaner pump.